Manufacturer narrative:
The insulin pump functioned properly during the rewind, basic occlusion, occlusion test, prime test, excessive no delivery alarm test and displacement test. No motor error alarm was noted. The motor was tested outside of the device and passed the motor test. All operating currents were within specification and no unexpected low battery or off no power alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a motor error alarm on the insulin pump and was having to change the battery every two to three days. The customer's blood glucose was 222 mg/dl. During troubleshooting, the customer stated he did not recall the insulin pump being exposed to a strong magnetic field. The customer does not use the sensor feature on the insulin pump. The customer stated he was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.